Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was in the clinic because their valve had changed from a setting of 1.5 to 2.5. It was noted that they were having difficulty adjusting the valve was well, and a CT did not show blockage. The valve had been implanted several years ago.